Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated summary . 2. Section h6 - removed hecc 2418 with heic 2199. Removed hecc 2222 with heic 2199. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer did not experienced the loss of consciousness, and seizure due to sensor issue.

Event description:
It was reported to medtronic minimed that the customer stated the sensor was updating and prompted a change sensor alert, and also had issues with the readings. The sensor glucose (sg) value was 50 mg/dl, while the blood glucose (bg) value was above 400 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump. The customer experienced a loss of consciousness, and seizure due to the sensor issue. The event involved product(s) 78893-01, mmt-342, mmt-431ag, and mmt-1884. Troubleshooting was not performed for the change sensor, and the customer is eligible for sensor replacement from abbott. Troubleshooting was not performed for the sensor updating, and the customer was discovered has waited the recommended amount of time and sensor glucose readings did not resume. Troubleshooting was not performed for the sensor glucose vs blood glucose instinct sensor customer reported discrepancy between sensor glucose and blood glucose, call was warm transferred to abbott for the sensor. Troubleshooting was not performed for the high blood glucose. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for 78893-01, mmt-342, mmt-431ag, and mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.